Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and the battery was completely exhausted according to the physician. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient experienced pain in intermittent, sharp, as well as a burning in nature. The patient also had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.